Event description:
The hcp reported that the patient presented complaining that her pump was slipping. The patient stated the pump was still working and controlling her pain, but she could feel it "slipping". Upon palpation, the physician could feel the pump slipping and the concern of catheter breakage or kinking arose. The hcp surgically secured the pump to prevent movement. No catheter issue was noted. The patient recovered from surgery without sequela.